Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a message indicating that the harmonic ace instrument cutter head pressure was too high to be recognized, and the instrument blade broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument logs showed the harmonic ace instrument (part# 480275-08 / lot# l90211005-0198) was last used on (B)(6) 2022 during this reported procedure with system sk5046. The harmonic ace instrument is a single-use device. An image of the harmonic ace instrument related to this event was received and reviewed by a regulatory post market surveillance (rpms) analyst. The image confirmed that the harmonic ace instrument blade was detached. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the harmonic ace instrument blade broke off and fell inside the patient. The fragment was retrieved and no additional surgical intervention was required. At this time, it is unknown what caused the breakage to occur.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke at roughly 0.143¿ from the base. The broken piece was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.